Event description:
It was reported that cardiac tamponade was observed on echocardiography due to the right ventricular (rv) lead. The patient underwent pericardiocentesis (drainage of 350 cc) and the rv lead was successfully replaced. The lead was disposed of by the facility and is not expected to be returned. It was stated that the patient made a full recovery. No additional adverse patient effects were reported.